Event description:
It was reported that the micro saggital saw heated up during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was observed to be damaged. The presence of a damaged eccentric ball bearing could cause or contribute to the handpiece overheating.